Event description:
It was reported to philips that the x-ray pc failed to start up. The device was in clinical use at the time of the reportable event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the disk bay of the x-ray pc was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1152-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented on the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.